Manufacturer narrative:
The technician found the caster was worn. He replaced the left foot caster and the brakes functioned properly.

Event description:
Information received indicates when the brakes were activated, the left foot caster would not hold.